Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia and seizures.

Event description:
Patient contacted dexcom on 11/03/2015 to report an adverse event that occurred on (B)(6) 2015. Patient stated that she had inaccurate cgm readings and experienced severe low blood glucose but was not alerted by her cgm device. Patient had a seizure, hit her head and was taken to the emergency room by the school nurse. Patient received stitches for her head injury and had her blood glucose tested twice. Patient was sent home after about 6 hours at the hospital. Patient was unable to recall what the cgm device was reading at the time of the event. The sensor was inserted on (B)(6) 2015. At the time of contact, the patient was healing fine. No additional event information was provided. Additionally, calibration was not performed after experiencing inaccuracies. Labeling indicates that if the cgm values are outside the 20/20 range to calibrate again.